Event description:
Implant failed due to failure to osseointegrate.

Manufacturer narrative:
The event type has been corrected.

Event description:
Implant failed due to failure to osseointegrate. An incorrect event type was originally documented. The event type has been updated to serious injury in this follow-up report.